Event description:
It was reported that during the procedure a (B)(6) single-curve catheter 5f was used. During the procedure, the coil could not be push out from the catheter, so a 20 x 40 controllable coil of the same model was used instead. The patient condition following procedure was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).